Event description:
Patient has a rash around breast and skin due to possible breast implants and has a lump in left breast. Patient has the rash for more than five years. The breast implants were removed and lumpectomy performed by surgeon. The implants and biopsy performed by lab the outcome was breast implants had no lot number no serial number listed on implants. Patient suffered severe rash with prickling sensation around breast area along with small bumps. Patient wants to know why there was not a lot number and serial number listed on implants after removal and how to relieve the rash pain and bumps from the implants. Patient does not know what type of implants the doctor installed in her twenty years ago. Patient is in the process of contacting the surgeon that installed the implants to get her medical records to see if there is a lot number or serial number listed on the medical records. Breast implants removal with lumpectomy due to rash on breast and chest area for more than five years. Implants surgically removed and biopsy performed. There was no lot number and no serial number listed on implants when laboratory examined the implants.